Event description:
The customer alleged four people in the department experienced dizziness, light headedness, and headaches. The customer stated there was no oil mist, haze or odor present in the room. There was an odor when the customer opened the sterrad chamber door. The odor was near the inside of the chamber. The customer was not sure if the sterrad unit caused the adverse reaction. The customer did not seek medical attention and has recovered from the symptoms.

Manufacturer narrative:
Reference mdrs: 2084725-2009-00291, 2084725-2009-00296, 2084725-2009-00298.